Event description:
Device report from synthes EU reports an event in the (B)(6) as follows: in (B)(6), two (2) connecting screws bent during insertion of the dynamic hip screw (dhs). The tip slightly bent while in the screw, after initially turning without any problems. Upon inserting the screw, the k-wire was able to be pushed in; however, when trying to remove the connecting screw, the surgeon was unable due to the screw thread of the connecting screw being bent. When the dhs did not work, the k-wire was pushed forward instead of gliding through instrument. A new dhs was utilized, with the same issue of crooked threads. The surgery was delayed for an undisclosed amount of time. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was not reportedly implanted / explanted. (B)(6). Without a verified lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ the lot number provided could not be verified; therefore further investigation cannot be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complainant part was not received; therefore, no evaluation could be completed. The investigation summary that was reported on july 16, 2015 applies solely to the first two (2) parts of this complaint (part # 338.200). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the threaded tips of the connecting screws are bent as complained. The review of the production history revealed that these instruments were manufactured in february 2012 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. In addition we confirm that these connecting screws are function checked per 100% before they leave the manufacturing facility and they were found to be functioning within parameters. Based on these findings it is likely that high applied mechanical force during use caused the deformation, no indication for material or design related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.